Event description:
Customer called and reported it caught on fire where the cord goes into the pad.

Manufacturer narrative:
Upon investigation we found that the cord had been severed at the cord butterfly from the cord being repeatedly twisted. Upon further investigation we found cracked switch case, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration. Pad also appears to have been layed on. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.